Event description:
It was reported that during an unk procedure, the first shear worked for three hours then stopped working. The second shear was then attached and only worked for 5 minutes. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 3/10/2008. Eval summary: the device a was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process. The analysis results found that the device b was returned in good condition. The service was tested with a generator and was functional. There were no anomalies noted with the functionality of the device.